Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestream products that are cleared in the us. The pro code and 510 k number for the lifestream products are identified in d2 and g4. H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. Therefore, a device history record review is not required. However a pfmea review was carried. Investigation summary: the device was not returned for evaluation. Two photo were provided for review. The first photo showed a sheath of unknown size and origin within transparent packaging. The sheath was in two sections with a strand of wire connecting both. There was no lifestream catheter or stent shown in the photo. The second photo showed 3 labels with the device information and lot number. Therefore, the result of the investigation is inconclusive for the reported device break issue. The root cause for the reported device break issue could not be determined based upon the available information received from the field communications and photos review. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 03/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent graft placement procedure, the catheter allegedly broke. The procedure was completed using another device. There was no reported patient injury.